Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced dysphagia. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2013 at (B)(6). Dysphagia occurred in (B)(6) 2013. Uneventful device explant on (B)(6) 2013. Pt condition after explant assessed by gastroscopy indicates dysphagia is resolved.